Event description:
On (B)(6) 2023 a patient received 1.2 cc of revanesse lips+ into their lips. Immediately prior to the injection the lips were cleansed with hibiclens and a compounded topical anesthetic containing lidocaine, tetracaine and phenylephrine was applied. There were no adverse events or symptomatic concerns at the time of injection. The following morning the patient reported swelling of the lips. No photos or clinic assessment were provided. The patient was instructed to use cold compresses and anti-inflammatory meds. My clinical opinion is that this case represents expected post filler lip swelling which usually resolves in 48 hours. This can be impacted by oral fluid intake post procedure. There was no history of lumps, nodules, angioedema, vascular occlusion or inflammation. Internal report number: (B)(4).